Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, successfully resolving the issue after clearing the pneumatic tap area on the pump as instructed, and was able to resume insulin delivery.